Event description:
The reporter stated that leaking of cerebrospinal fluid at the stopcock transducer connection was observed. The drainage system was in use six days before it leaked. The leak was observed at the beginning of the morning shift. The patient had needed an external ventricular drain after having a subarachnoid hemorrhage. The product problem did not adversely affect the patient's condition. The device was not saved and is not available for evaluation. The facility report two, (possibly three) other incidents with the same type of devices leaking at the same site. Two of these are available for return for evaluation. No patients were adversely affected by these events.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.